Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2008; 4194 implantable pacing lead - (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af), and the atrial lead exhibited undersensing. The device ventricular tachycardia (vt) zone was reprogrammed, and the device and lead remain in use. No further patient complications have been reported as a result of this event.